Manufacturer narrative:
The ventilator was investigated on-site. The ventilator passed functional and pre-use check tests and no malfunction was found. The received logs revealed several alarms dated 2021-02-09, expiratory minute volume low and respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check at the time of the event.

Event description:
It was reported that the ventilator's expiratory minute volume was low. There was no patient harm. Manufacturer's ref #: (B)(4).